Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). 2 shocks were delivered in one event and 2 minutes later, 6 additional shocks were given. Therapy was exhausted. No additional adverse patient effects were reported.